Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was informed that the system was stuck in a boot mode with "x-ray system is starting up" message. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. To resolve the issue, the fse reinstalled the software of the system. After that, the system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.